Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was slow to boot up and the power cord door needed repair. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a slow boot time but was able to confirm the customer comment of the power cord door needing repair, one latch tab was broken off and the power cord bay assembly was replaced. Analysis further noted that the electrocardiogram connector was loose so the link electronic module printed circuit board was replaced and calibrated, the hard drive health was at 99% so it was replaced and reimaged and the display had blueish lines so the low voltage differential signal connector was reseated. The device then passed all final functional and systems tests.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.